Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level in the 300's (mg/dl). The user addressed bg level with a bolus via the pump. Reportedly, the user switches between apidra insulin and novolog insulin. It was unknown what the cause of the elevated bg was. System check was not be performed with tandem technical support as the elevated bg level was not occurring at the time of the report.